Manufacturer narrative:
(B)(4).

Event description:
The customer reports a fluid leak out of the insertion site. The cvc was removed, and a new cvc placed.

Manufacturer narrative:
(B)(4). The customer returned a lidstock and four-lumen cvc from a de-24854-kguf kit for evaluation. Adhesive residue was identified on the juncture hub and extension lines. The box clamp was attached to the catheter body. No defects or anomalies were identified. Functional testing was performed by connecting each extension line of the catheter to the lab leak tester and clamping off the distal end of the catheter. The leak tester was turned on and the pressure was increased to 45 psi and held for 30 seconds for each extension line. No leaks were observed from any region of the catheter while testing each of the extension line. A device history record review was performed and no relevant findings were identified. The IFU for this kit warns the user, "do not secure , staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer reported issue of the catheter leaking in use was not confirmed during the sample investigation. Visual and functional inspections were performed and no issues were identified. A device history record review was performed and no relevant findings were identified. No problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports a fluid leak out of the insertion site. The cvc was removed , and a new cvc placed.